Event description:
It was reported that during a routine check, the pacemaker exhibited noise on both the right atrial (ra) lead and this right ventricular (rv) lead. This has been an ongoing issue for a couple years. Additionally, it was noted that the ra impedances have been varying measuring up to 2,000 ohms and the rv impedances dropped to 200 and now are measuring 300 ohms. This rv lead was re-programmed too unipolar. However, review of device data did not find any alerts for out-of-range measurements or and lead safety switch (lss). Also noted was observation of myopotential oversensing on the rv channel. Technical services discussed potential causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).